Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient had presented with a deep vein thrombosis (dvt) and pulmonary embolism (pe) had been treated with tissue plasminogen activator (tpa) into the pulmonary arteries. The filter was implanted via the right groin and placed in an infrarenal position. Post-procedurally, the patient was noted to have a prominent groin hematoma that was attributed to the tpa administration. Approximately seven and a half years after the filter implantation, the patient became aware that the filter had tilted and was associated with caval thrombosis and thrombosis/embolism. The patient also noted that the filter was associated with embedment of the device, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient had undergone a computerized tomography (CT) scan that reportedly confirmed the filter tilt. The patient further reported having experienced shortness of breath, dry cough, anxiety, emotional distress, stress and mental anguish associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported shortness of breath and cough experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, filter tilting, caval thrombosis and thrombosis/embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a preprocedural history of deep vein thrombosis (dvt) and was status post administration of tissue plasminogen activator (tpa) in the pulmonary arteries. The right groin was prepped and draped in the usual sterile fashion. Hand injection performed in the pulmonary arteries using a catheter did not identify gross embolus within the mainstem pulmonary arteries. The inferior vena cavagram demonstrated the inferior vena cava (ivc) at the renal veins. There was reflux to the left and no evidence of duplicated ivc identified. Under fluoroscopic visualization, the filter was deployed with good positioning in the inferior vena cava below the level of the renal veins above the entrance of the left common femoral vein. A prominent groin hematoma was identified from the start of the procedure, likely related to the patient¿s anticoagulation and tpa administration. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, blood clots, clotting, and or occlusion of the ivc; caval thrombosis, and that a computerized tomography (CT) scan performed of the optease ivc filter reported tilting of the filter. The patient also reports embedment, shortness of breath, dry cough, anxiety and stress, becoming aware of these events approximately seven years and six months after the filter implantation.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with caval thrombosis and thrombosis/embolism. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, filter tilting, caval thrombosis and thrombosis/embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.